Event description:
It was reported that the customer was in the hospital with diabetic ketoacidosis. Doctor stated that the pump was not working properly. Customer was not feeling well, was vomiting blood, and unable to eat anything. Customer's blood glucose level was 393 mg/dl at the time of hospitalization. Customer was hospitalized on (B)(6) 2014 at 12 pm. Customer is still in the hospital and her blood glucose level is down to 136 mg/dl. Customer continues to vomit and does not feel well. Customer believes there is an issue with the pump. Customer was wearing the pump at the time of the hospitalization. Customer ran a manual prime and the insulin did exit. Settings are correct on the pump. Customer tested the pump and it passed by alarming no delivery within 5 units. It was explained that the pump was working properly. Customer's father will talk to the doctor to tell him the pump has been tested. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.